Event description:
Additional information stated the patient's device was explanted because the patient had been experiencing a loss of therapy. After the replacement, the therapy resumed normal function. It was noted that battery depletion was not normal, and impedances were high, but there were no other problems noted with the device. There was no patient injury reported. The patient outcome was reported as "no change in condition - device had not been delivering therapy appropriately."

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The company representative reported that all electrode pairs on the patient's implantable neurostimulator (ins) system had impedances >40000 ohms except pair 2-3, which was 1500 ohms. The patient had a loss of therapeutic effect and a revision surgery was planned for that day. The company representative believed the patient had a surgical procedure since receiving the ins, but that could not be confirmed. It was later reported by the company representative that revision surgery occurred and the ins was checked during surgery. The ins was removed and the extension impedances were measured and found to be within range. The cause of the high impedances was determined to be a faulty ins and the ins was replaced. The system functioned properly after the replacement. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2013-04090 for the concomitant system.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 387345, lot# v009263, implanted: (B)(6) 2008, product type screening device; product ID 3389s-40, lot# v090728, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed "no anomaly" and "there were good impedances on every electrode pair."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.